Manufacturer narrative:
Manufacturing site evaluation: 29 clean clip cartridges in three cartons are available for investigation. According to the available information, there were no negative consequences for the patient. Investigation: the provided cartridges are new and unopened. No deviations can be found. Vigilance investigator carried out the pictorial documentation visually. Three cartridges were used for a functional test with different shaft and handle combinations. These tests were carried out successfully. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: no deviation could be recognized during the functional test. However, the used applier was not available for investigation. The described error could be caused due to incorrect assembly of the cartridge to the shaft. Furthermore, the shaft used during surgery may be damaged and could be the cause of the malfunction of the cartridge. For further investigations, the applier should be provided.

Event description:
It was reported that there was an issue with a ligature clip. The event occured in surgery; a robot-assisted nephro-ureterectomy was being performed. It was reported that clips were ejected into the patient or remain blocked in closed position. The part was retrieved. There was no patient harm. This malfunction prolonged the surgery for about 5 minutes. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Event description:
New associated medwatch reports: 9610612-2019-00951 (400460415 pl522r); 9610612-2019-00952 (400460416 pl510r); 9610612-2019-00973 (400461699 pl522r); 9610612-2019-00974 (400461700 pl522r); 9610612-2019-00975 (400461701 pl522r); 9610612-2019-00976 (400461702 pl522r); 9610612-2019-00977 (400461703 pl522r).

Manufacturer narrative:
Updated vigilance investigation: manufacturing site evaluation: 29 clean clip cartridges in three cartons are available for investigation. Investigation: the provided cartridges are new and unopened. No deviations can be found. The appliers are used and have been provided decontaminated. Vigilance investigator carried out the pictorial documentation visually and microscopically. Three cartridges were used for a functional test with different shaft and handle combinations. These tests were carried out successfully. After receiving the appliers in question, a functional test was carried out with each provided systems using warehouse clips out of batch 52575463. Furthermore, the jaw dimensions have been checked by aesculap technical service. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage and/or a lack of maintenance. Rationale: during the initial investigation of the clip cartridges, no deviations could be recognized during the functional test with our test equipment. After receiving the challenger appliers in question, functional tests could be carried out successfully. Nevertheless, with exception from one shaft (500479640), the provided shafts are no longer according the specifications due to measurement or alignment deviations. Therefore, a secure application can no longer be guaranteed. The recommended yearly maintenance interval of several components has been exceeded, therefore we recommend that the parts be serviced by aesculap technical service. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary. Also new information has been added to b5: associated medwatch reports.